Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of ¿pain¿). There were no performance, or any other type of adverse conditions found with the pulse generator. Information was received from the physician that the increase in seizures was below pre-vns levels and the seizures were caused by external factors, not vns. The cause of the neck pain was due to vns stimulation and resolved with output current adjustment. No further relevant information has been received to date.

Event description:
Information was received that the suspect product was not discarded. The generator was received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had an increase in seizures for unclear reasons. The seizures were associated with a sharp shooting pain in the back left side of her neck which radiates to her head an shoulder. The patient went to the ER and it was noted that x-rays showed no breakage of the vns leads that may have caused the neck pain. The patient underwent prophylactic generator replacement. The explanted generator was discarded per hospital policy. No further relevant information has been received to date.